Manufacturer narrative:
The investigation was based on the information reported by the customer. The reported error code 809 indicates that the rechargeable battery for the power failure alarm is out of specification. According to the instructions for use the rechargeable battery must be replaced at least every two years be trained service personnel. The customer informed dräger a third-party service company performed the repair by replacing the battery and that they previously did not replace the battery according to the specified regular intervals. The device reacted as specified by posting a failure message and generating an audible alarm. Other than reported by the user, this error message does not affect the ongoing ventilation which gets continued as set.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator failed and posted error message 809 during use on patient. The ventilator was replaced and treatment continued. No injury was reported.